Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed. Pictures of the femur bone removal screen were provided and reviewed with a clinical account representative. An overcut on the outer edge of the distal femur was confirmed. The reported complaint says the bur fully extended unexpectedly and gauged the femur. The most likely cause of this event is associated with the a software defect. ¿spare bone¿ is the white bone of the virtual model that is not to be resected. Spare bone includes the target surface that the drill burs to. The given distance between the drill guard and the spare bone is used by the ¿projective aggressive¿ algorithm to determine the allowed bur exposure. The bur is going to extend out to the depicted version of the bone model. Regardless if there is bone to be removed or not, the bur will extend to reach spare bone if it is within the bur¿s maximum exposure range. Upon reaching that spare bone, it would not resect. However, over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time over spare bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. According to the cori user's manual, utilize exposure control mode with the bur working perpendicular to the cutting surface is recommended for easily accessible areas that are unrestricted by boney anatomy. Trace around the outer edge of the implant cut plan. Make left-right or up-down passes to remove the remaining middle bone. The user should avoid quick passes of the tool over the surface. To remove bulk bone, a slow, methodic ¿plunge and drag motion¿ through to the cortical layer, will remove bone with the greatest efficiency. The bur remains protruded only until it has reached the target surface, and the bur exposure actively adjusts so that cutting beyond the target surface is minimized. When removing bone, the yellow drill symbol will display when the drill movement exceeds the recommended velocity, which may lead to overcutting. The clinical/medical evaluation concluded: ¿without the requested clinically relevant information, the root cause of the reported events cannot be concluded; however, unable to rule out user technique as a potential contributing factor. The cori user manual cautions if drill movement exceeds the recommended velocity may lead to overcutting. Cori will not stop bur rotation or retract the bur while manual control modes are off (revd 500230). The patient impact beyond the reported ¿burr fully extended unexpectedly and gauged (gouged?) The femur¿ cannot be determined. It is unknown if ¿the defect was filled with cement¿ could potentially result in additional interventions as cement is not intended to be used to fill bone. No further clinical/medical assessment can be rendered at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. As part of corrective action, this software defect has been resolved on cori software version 1.7.1 and above. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Corrected data: h6 (component code).

Manufacturer narrative:
Reference number: case (B)(4).

Event description:
It was reported that, when burring the distal femur in a cori assisted tka surgery, the surgeon was cleaning up the last little bit of green before moving on. As the surgeon came over the medial edge of the distal femur, the burr fully extended unexpectedly and gauged the femur. The defect was filled with cement. The procedure was completed with the same device without delay. The patient was not harmed beyond the reported problem.